Manufacturer narrative:
The biomedical engineer troubleshot this reported fault. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit was not mechanically ventilating as expected. There was no report of patient involvement.